Event description:
The customer reported that the cables lose signal. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the cables lose signal. There was no reported patient involvement/adverse patient impact.